Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. Analysis was unable to confirm constant tone, keypad anomaly, motor error alarms and failed battery test alarms due to blank display. The insulin pump had missing end cap sticker noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after cleaning the battery cap and inserting a new battery. The customer mentioned that they received motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.